Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n280425003, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (2500 mcg/ml at 846.6 mcg/day) via an implantable infusion pump. It was reported that the patient had lost 60 pounds and had a pump pocket revision. At their 4 week post-operative visit the hcp noticed an infection at the pump pocket site. A complete explant of the system was performed. The devices were sent to an outside laboratory for analysis and disposal. The issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Event description:
Additional information received from a consumer reported the physician recommended relocating the pump because it was "not in a good place." Caller stated that the pump pocket became infected and the physician removed the pump but left a piece of catheter in the abdomen. Caller stated that the infection started in the stomach. Patient noted that they went to another physician for a cardioversion that was also an infectious disease doctor and they removed the catheter. Patient reported that the infection had gotten worse and had one into the body and the patient stayed in the hospital for 14 days treating the infection. Patient stated that they would like a new system implanted with a new physician.

Manufacturer narrative:
Continuation of d11: product ID: 8709sc, lot# n280425003, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter; product ID: 8709sc, lot# n280425003, implanted: (B)(6) 2011, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.